Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the hospital due to inappropriate shocks by the right ventricular (rv) lead. Interrogation of the lead shows high out of range impedance with oversensing of noise on the electrocardiograms from the episodes. The lead was suspect of a fracture. The lead was programmed off until lead revision. The lead was attempted to be extracted but was damaged at explant and was partially removed with the rest remaining in the patient. A new lead was implanted. No further patient complications have been reported as a result of this event.